Event description:
Boston scientific received information that this atrial lead was exhibiting very small p-wave measurements and no capture. Additionally, there was no pacing at maximum device outputs in aai configuration. Lead dislodgement was suspected and an x-ray was perfromed to assess the position of the lead. The patient reporting feeling lousy since getting the device.

Manufacturer narrative:
The x-ray was negative for lead dislodgement. However, due to the loss of capture and implant position, microdislodgement is suspected. The lead remains actively implanted at this time. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.